Manufacturer narrative:
The device history record (DHR) associated with lot# 326067 was reviewed and there were no anomalies identified during the manufacturing process which would result in the reported issue. This is the first complaint associated with cfd-22202/lot # 326067. As the device was not returned to microaire for analysis, it was not possible to perform a product evaluation. Based on the description of the event provided by the customer, upon opening the patient's incision, it was observed that the platform of the device had fractured at its post. This is typically caused by excessive loading/flexure on the platform, which can create a bending moment that results in fractures and breakages in the platform of the device. This can be a result of interaction of the device with tissue. It is possible that this occurred during the initial surgery, but also could have occurred during the attempted re-engagement of the brow post-operatively. The specific cause and/or potential causes cannot be determined as the product was not returned to microaire for analysis.

Event description:
Customer reports that a patient underwent an endoscopic brow lift with endotine forehead 3.0 on (B)(6) 2018. On (B)(6) 2018, during a post-operative visit, the patient was noted to have brow asymmetry where one side was much lower than the other. After an attempt to re-engage the brow, it was decided to re-open the incision. Upon re-opening the incision, it was noted that the platform of the device had broken off of its post. The platform was removed, and the post was left in place. A new hole was drilled and a new endotine was placed. At this time, the brow was successfully re-engaged.